Event description:
It was reported the patient had a lack of efficacy despite trying all programs. Reprogramming and lead revision had occurred. The patient continued to have urinary symptoms after revision.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0fxgg, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient underwent lead revision for system upgrade. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)